Event description:
It was reported that a patient presented with intermittent capture noted on the implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.